Event description:
In response to MDR (no MDR # given) from (B)(6).

Manufacturer narrative:
Facility claims the surgical table drifted into trendelenburg on its own. We have contacted our manufacturer in (B)(4) and they are currently making a determination through their factory as to the potential cause of the problem. When skytron receives their report and determination, we will send a follow up MDR.